Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to be implanted, and the helix of the rv lead could not be extended. The lead was not used, and a new lead was implanted. The patient was in stable condition.